Event description:
It has been reported to philips that exposure was not possible. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use for coronary-cag diagnosis procedure when the issue occurred, and the procedure got delayed and completed the procedure by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Upon functional testing the fse found that the image processing failure did occur intermittently. To resolve the reported issue, the fse recreated the image disk and reseated all ippc connections and collected the ist dongle and replaced the omnikey 6121 reader. After which, the system was returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed by restarting the system and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.